Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fell out of the customer's pocket and the touch screen became cracked and unresponsive. Customer¿s blood glucose was 120 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.